Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate high voltage therapy from their implantable cardioverter defibrillator. Review of transmissions revealed that supraventricular tachycardia rhythms were detecting the ventricular rate resulting in inappropriate shock. No device intervention was performed but programming changes were discussed. No further information available.